Event description:
Hexdriver could not be attached to screw. Product not used in case. Surgery was not extended.

Manufacturer narrative:
(B) (6). Evaluation, visual inspection revealed the pins used in the spinner to debur the threads that were impacted in the broached head. The pins caused interference between the screw & the driver, rendering the screw useless. A retrospective review of file was performed on july 25, 2008. Initial assessment did not determine event details to be reportable as no impact to the patient was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction.